Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) displayed an error regarding the continuous pressing of a button when turned on. At analysis it was determined that the epg shut down during functional testing. It was observed that this was due to the main printed circuit board (pcb) contaminated. It was further noted that the hanger assembly was cracked, the encoder assembly, the knobs, the display¿s flex and the display frame were contaminated. All found defective parts were replaced and all other identified issues were resolved. The instrument then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) displayed an error regarding the continuous pressing of a button when turned on. The epg has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.